Event description:
A hemodialysis user facility was reported that during treatment, a blood leak occurred. The external leak was visually observed immediately at the top of the dialyzer. Blood was seen where the tubing screws into the cap of the dialyzer. No damage was identified or other leaks. Blood test strips were not used and the machine did not alarm. Estimated blood was 33 cc's. Pt had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within 3 months of the date of the event. Batch records for the lots identified were also reviewed.